Event description:
It was reported that two days following a generator replacement surgery, low impedance was measured on a vns patient's system. It was reported that the impedance value has always been around 1800 ohms and on (B)(6) 2016, it was under 600 ohms. Further information was received, indicating that no patient trauma or any repetitive movements from patient that the nurse is aware of. It was reported that x-rays were performed but not provided to the manufacturer for review to date. It was reported by the nurse that the patient was seen later in clinic and system diagnostics returned impedance results within normal limits with 1794 ohms. The patient said he can feel the stimulation in his throat. Review of manufacturing records confirmed all tests passed for the concerned lead prior to distribution. No additional information was provided to date.

Event description:
Additional information was received that no history of a short circuit can be found from the diagnostics history of old device to new. It was reported that the nurse now doubts herself that she got low impedance message. Nurse confirmed that they used the same tablet to perform all diagnostics. X-rays images were provided to the manufacturer and reviewed. The generator is placed more central in the chest than recommended in the labeling. The filter feed-through wires appeared to be intact. Lead connector pin is fully inserted. The lead wires at the connector pin appeared to be intact. The electrodes are placed correctly on the nerve. The visible part of the lead looks normal, no breaks were found in the parts of the lead that could be assessed. Portions of the lead appeared to be behind the generator and could not be fully assessed. No acute angles. Programming and diagnostics data were reviewed by the manufacturer. Data recorded from (B)(6) 2016. No system diagnostic test, no programming performed on the date of implant (B)(6) 2016. On (B)(6) 2016, the first interrogation revealed an impedance value of 333 ohms (< 600ohms). The low impedance reading this interrogation is the stored value in the generator from final electrical test (during the device manufacturing process). As no diagnostic test was performed before the interrogation, the stored impedance value in the generator from final electrical test was not cleared. Once the generator was programmed on (B)(6) 2016, low impedance warning message would appear until a system diagnostic test is performed which would clear the impedance value from manufacturing process and measure the current impedance value of the implanted vns system. The first system diagnostic test was performed on (B)(6) 2016, and the result showed an impedance value within normal limits (1795 ohms).